Event description:
Drug/diluent: marcaine 0.5%. Fill volume: unk - np. Flow rate: unk - np. Procedure: right shoulder arthroscopy surgery with glenohumeral debridement, posterior bankart reconstruction and capsulorrhaphy with anteroinferior capsulorrhaphy. Cathplace: shoulder joint. Pt alleges chondrolysis in shoulder following placement of an on-q painbuster after surgery on (B)(6) 2008.

Manufacturer narrative:
Method: the product was not returned for an evaluation and investigation. The lot number was not provided; therefore the device history records could not be reviewed. A review of the device history record was performed for the lot number reported. Results: the info contained is from legal documents served on I-flow, llc. The complaint was opened so that a med device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Per the DHR review there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications at release. Conclusions: as this complaint was created from the threat of a lawsuit received by I-flow, llc; no customer contact can be made at this time due to the threatened litigation. On (B)(4) 2007, I-flow also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E). Info from this incident will be included in our product complaint and MDR trend reporting sys. See scanned page.